Event description:
It was reported that during a procedure at the user facility the core console with integral irrigation pump caused unintended activation. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the footswitch connectors were found to be corroded and contaminated. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure at the user facility the core console with integral irrigation pump caused unintended activation. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.